Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device follow up where an external holter electrocardiogram monitor was used and the patient was programmed in ddd mode, there were 5 instances where a single atrial sense was not followed with a ventricular pace over a two day period of time. The device remains in use. No patient complications have been reported as a result of this event.